Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device evalution by manufacturer? Yes. D9: returned to manufacturer on: 11-feb-2025. Investigation summary: bd received 10 samples and three (3) photos for investigation. The samples underwent a visual inspection for poor additive spray, and all 10 samples failed this inspection. The 3 customer photos were reviewed and confirmed the poor additive quality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, white foreign matter was seen inside and outside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, white foreign matter was seen inside and outside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.